Event description:
Reporter indicated that the pt's body is rejecting the implanted lead. The reporter stated that the leads extruded through the skin on two occasions. During the second surgery to revise the leads, the surgeon saw granulation tissue along the lead and red tissue around it inside. The reporter also indicated that there does not appear to be an infection. Further follow-up revealed that the pt was implanted with a new lead and the pt is doing well.